Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension and allergic urticaria. Concurrent conditions included dysmenorrhea and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (essure removed). Essure was removed on(B)(6)2019. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: the fallopian tubes appear occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension, allergic urticaria, abdominal pain, constipation, stools hard and frequency urinary. Previously administered products included for an unreported indication: iud. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ovarian cyst and urinary tract infection outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the fallopian tubes appear occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs and mr received- new event abnormal bleeding (vaginal, menorrhagia), urinary tract infection, dysmenorrhea (cramping) were added. Reporter information and medical history were added. Outcome of the event pelvic pain was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain mostly on the left side') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension, allergic urticaria, abdominal pain, constipation, stools hard, frequency urinary, loop electrosurgical excision procedure and cervical dysplasia. Previously administered products included for an unreported indication: iud and mirena. Concomitant products included antibiotics, clotrimazole (barresten vaginal cream) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst") and vaginal infection ("vaginal infection"). In (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and ablation.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ovarian cyst, urinary tract infection and vaginal infection outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014. Current height is 165.1 cm . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: the fallopian tubes appear occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: pfs received. Reporter information , other relevant history , patients details , onset date of event "ovarian cyst", concomitant drug, event : " vaginal infection" added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension and allergic urticaria. Concurrent conditions included dysmenorrhea and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the fallopian tubes appear occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.